Event description:
It was reported that on (B)(6) 2025, the patient underwent an adductoplasty at the 2nd and 3rd tarsometatarsal (tmt) joints, a lapiplasty at the 1st tmt, and metatarsophalangeal (mtp) joint fusion. After the initial surgery on (B)(6) 2025, hardware was removed from the mtp joint on (B)(6) 2026 due to wound dehiscence and an exposed plate at the mtp incision site. All other incision sites were healed and the mtp joint was fused. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that the patient underwent an adductoplasty at the 2nd and 3rd tarsometatarsal (tmt) joints, a lapiplasty at the 1st tmt, and metatarsophalangeal (mtp) joint fusion on (B)(6) 2025. After the initial surgery on (B)(6) 2025, hardware was removed from the mtp joint on (B)(6) 2026 due to wound dehiscence and an exposed plate at the mtp incision site. All other incision sites were healed and the mtp joint was fused. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The bone holes were packed with demineralized bone matrix (dbm) and the wound was stitched closed. Additional information indicates that although the surgeon could not be certain, he believes it is possible that the patient's controlled ankle motion (cam) boot was rubbing on the incision, resulting in what was reported. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, the most likely cause of what was reported is the patient's cam boot rubbing on the incision site. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same hardware removal surgery was reported in 3011623994-2026-00017.